Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The liberte' 2.75 x 12 mm bare metal stent was found in a non sterile package with some of the proximal struts flared. The procedure was completed with another device, unk type and size. No pt complications were reported. Add'l info regarding this event has been requested, but is not available.